Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk) on both eyes (ou) at post treatment. A description from the surgery center indicated at a 2 day follow up exam, the patient was diagnosed with dlk stage 2 and was treated with pred gati drops. At a 3 day follow up exam, the patient had developed dlk stage 3 on the left eye (os) and right eye remained at dlk stage 2. A flap lift and rinse were performed. Topical steroid dosage was increased and oral steroids (prednisone) were prescribed. The patient¿s comments were of visual acuity was better after the flap lift and rinse were performed. The patient had not experienced loss of best corrected visual acuity (bcva). The patient reported the symptoms were not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -6.25 x -.75 x 138, left eye pre-op 20/20 -5.50 x -.50 x 40.